Event description:
On 9/9 pt received hemodialysis treatment. Treatment started at 6:50 am. Weight goal 4.2 kilos. 3.25 hrs into 3.5 hr treatment blood noted to be dripping from the blood pump segment of the arterial line/blood pump of machine. Upon examination it was noted that the blood pump segment of the arterial line had doubled over. The tubing was straightened out. Treatment completed. No further dripping noted. Pt denied shortness of breath or chest pain. Pt admitted with "short lived" cramping and feeling tired. Escorted post treatment. Ambulated without difficulty. Pt's wife aware that 36 kilos had been removed. Vital signs within normal limits for this pt. Discharged home at approx 11:00 am. Wife reported pt had had a terrible day on monday, day before this treatment. Tech dept noted crack in blood pump segment of arterial line. Blood loss estimated at less than 100 cc's. Pt called unit approx 4:00 pm complaining of diarrhea and feeling lousy. Pt advised to call dr with how he felt. Next day dialysis staff member called pt. Pt confused, didn't remember who the nurse calling was. Dr notified of pt confusion. Physician ordered pt to be admitted to hosp. Wife notified. Admitted with diagnosis of hemolysis. Hemodialysis machine pulled and checked by other co. No problems. Temp noted. The machine svc rep did note a missing ball bearing which is part of the hand crank. It is unclear if this missing part loosened the blood pump rollers, allowing the arterial blood line to double over or if the are unrelated. Therefore, medical device reports being filed on the machine and blood line. Pt discharged from hosp 9/13/96 and returned for treatment 9/16/96. Arterial blood line on second use.